Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported: "patient developed an inflammatory nodule in their upper lip eight months ago following an injection of juvéderm® volift¿ product. No treatment information provided, symptoms ongoing.

Manufacturer narrative:
Corrected data: b.3.

Event description:
Healthcare professional reported: "patient developed an inflammatory nodule in their upper lip eight months ago following an injection of juvéderm® volift¿ product. No treatment information provided, symptoms ongoing.